Manufacturer narrative:
Update received 03 apr 2025: during the index procedure the right arm venous anastomosis was treated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm distal non-cannulation zone segment and in-stent stenosis. 9 months post procedure patient suffered stenosis of arteriovenous graft at axillary vein. Patient noted to have cannulation difficulty and pulsatile access and scheduled for shuntagram. Shuntagram showed a restenotic primary lesion at the axillary vein. Primary lesion at enrolment was tandem at distal non-cannulation zone and in-stent stenosis at venous anastomosis. The lesion from was treated with angioplasty and drug coated balloon with no remaining stenosis after treatment. Patient recovered.